Event description:
The 75 year old female patient involved was reported as wear monitoring due to osteolysis and early prosthesis wear approximately 3.5 years after the index surgery to the right hip. The prosthesis wear and osteolysis was able to be confirmed from the provided radiograph but the device was not available for evaluation as it remains implanted.

Manufacturer narrative:
Concomitant medical products: cocr fem head 32mm +3.5 offset 12/14 (cat# 142-32-03). The 75 year old female patient involved was reported as wear monitoring due to osteolysis and early prosthesis wear approximately 3.5 years after the index surgery to the right hip. The prosthesis wear and osteolysis was able to be confirmed from the provided radiograph but the device was not available for evaluation as it remains implanted. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the monitoring reported due to early prosthesis wear/osteolysis is the risk factor including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). A risk assessment has been initiated to escalate this issue. As a result, although the gxl liner had already been phased out of the us market, a voluntary product recall report was initiated by the crc in 2021 and a dhcp letter (28 june 2021) sent to surgeons whose patients met specific criteria and may be at higher risk for potential edge loading and subsequent liner wear in order to provide clinical guidance. A subsequent crc decision in april 2022 recalled the remaining gxl product globally prior to the planned product obsolescence in late 2022/early 2023 and expanded the correction conducted in the dhcp to include a summary of the updated analysis. Correction/removal number: z-2112-2021; z-2113-2021; z-2114-2021; z-2115-2021; z-2116-2021; z-2117-2021; z-2118-2021; z-2119-2021; z-2120-2021; z-2121-2021; z-2122-2021; z-2123-2021; z-2124-2021; z-2125-2021; z-2126-2021; z-2127-2021; z-2128-2021; z-2129-2021; z-2130 thru 33-2021.

Manufacturer narrative:
H10. Additional/updated information- b1. Adverse event, b2, b3, b6, b7, d6b, d8, d10, h1, h6 health effect - impact code & investigation conclusions, h7. D10. Cocr fem head cn: 32mm ID group 1 cups, sn: (B)(6). These devices are used for treatment not diagnosis. There is no change to the overall investigation conclusion. There is no other information.

Event description:
Revision operative report of (B)(6) 2023 - the patient was showing progressively worsening symptoms from right hip osteolysis and wear, she failed conservative treatments. The patient saw a surgeon for right hip osteolysis and wear, she had a recalled polyethylene. Devices revised to-170-40-50 - biolox delta option femoral head 40mm od 170-50-07 - biolox delta adapter 16/18-12/14; +7mm the revision was approximately 5 years, 3 months, after implant. The patient was taken to the recovery room in stable condition. No other information is available.